Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported through the filing of a lawsuit, that allegedly the patient received a trident ceramic acetabular system. It is alleged that patient "has suffered and continues to suffer both injuries and damages, including but not limited to: past, present and future physical and metal pain and suffering and extraordinary loosening and infection. As a result of the implantation of the device, the patient required a revision surgery on (B)(6) 2011.